Event description:
It was reported that the patient lost stimulation. The patient had chiropractor sessions on her neck and hip. The impedance measurements were greater than 4,000 ohms. Further information is being requested from the hcp.